Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device therapy cables were not working when connected. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker service technician evaluated the device and was able to duplicate the reported issue. Stryker replaced the device's a04 therapy pcb to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Stryker product assessment center (pac) evaluated the replaced part and confirmed a04 therapy pcb to be the cause of the reported issue, however a conclusive isolation to root cause component level could not be determined.

Event description:
The customer contacted stryker to report that their device therapy cables were not working when connected. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.